Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for two patients tested with coaguchek xs meters. The meter serial number used for the first patient is (B)(4). The meter serial number used for the second patient is not known. Meter results were compared to results measured using an unknown laboratory method. Patient 1: meter results were 5.3 inr and 5.6 inr. And the laboratory result was 3.2 inr. Results were taken 5 minutes apart. The physician did have the patient hold coumadin for two days due to the results of 5.3 inr and 5.6 inr. Patient 2: meter results were 5.3 inr and the laboratory results were 3.6 inr. Results were taken 5 minutes apart. The therapeutic ranges for both patients are 2.0-3.0 inr. The customer did not know if the patient's finger was poked while the countdown timer on the meter was counting down or if the test strips were dosed with a sample within 15 seconds of poking the patient's finger.